Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty f force sensor the motor was tested outside the device and passed. Unit received with severely scratched lcd window. Device was received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 128 mg/dl. Troubleshooting was performed. The device was returned for analysis.